Event description:
It was reported to boston scientific corporation that an overstitch nxt was used during a stent fixation procedure on (B)(6) 2026. During the procedure, the needle shaft failed to open. The device was removed from the patient without damage to the patient's mucosa. A hemostat was used to open the needle shaft and the suture was cut. The procedure was not completed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf code f1001 is being used to capture the reportable event of absence of treatment.